Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, service history review, and functional testing were performed. The reported issue was not verified during evaluation. The device was found to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had the numbers erased on the display. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.